Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the top of the trocar unscrewed and fell apart while being handled by the surgeon. Replaced with stryker device. There was no patient injury or medical intervention and extended procedure time reported was a few minutes. These are commonly used devices that are readily available.